Manufacturer narrative:
Investigation summary: a photo sample was received for evaluation. A review of the attached photo confirms there are 25g 1¿ needles packaged with 25g 5/8¿ needles in 25g 5/8 packaging therefore failure mode is verified. It¿s possible an operator manually dumped the incorrect needle length into a product hopper. All operators were re-trained to scan material identification tags prior to use. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle length incorrect with lot #7236556 regarding item #305122. A DHR review of complaint batch 7236556 was completed. This batch was packaged on multivac line 3 november 1st through november 7th 2017. Line clearance was completed from previous product 27g x ½ needle. There were 50 visual inspections conducted on 3,000 parts total with no defect conditions observed. There were no issues documented within the DHR that would contribute to a mix needle condition. Assembly batch 7200806 fed into package complaint batch 7236556. The assembly batch was produced on nip assembly line 3 october 28th through november 1st 2017. The line clearance activities were completed when changing the line over from 26 x 1 ¼ needle. There were 67 visual inspections performed on a total of 3,350 parts with no defects observed. Investigation conclusion: because nothing could be confirmed within the batch record, it¿s possible an operator manually dumped the incorrect needle length into a product hopper.

Event description:
It was reported that before use of the bd precisionglide¿ needle, "it was reported that there are two different size needles within the same package." No report of serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd precisionglide¿ needle, "it was reported that there are two different size needles within the same package." No report of serious injury or medical intervention.